Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a picture of the customer's report was provided. Review of the picture showed errors 231 and 505. Error 231 occurs when the device does not detect a proper connection to the pads. This will self-clear during the next self-test if valid pads are connected. Error 505 occurs when the observed impedance is above the threshold, this can also self-clear once valid pads are detected. The pads were not returned for evaluation. Without receipt of the pads, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.